Event description:
Customer reported the artifacts on images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the camera. System operates as intended.